Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. Root cause might be a problem of ripping when implanted the screw. Device worked as intended.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the drill bit was non-functional. There was no patient involvement reported.

Manufacturer narrative:
In the initial report in the describe event or problem of the medwatch (related to manufacturer report number 3009185973-2017-00288) it was stated that: during an intervention performed on customer site by our field engineer, it was identified that the drill bit was non-functional. There was no patient involvement reported. The actual event happened during surgery. This event is described in the medtech's intervention report records as follow: deviation on the l5 right screw: drill bit slipping suspected by the user during the drilling. There is no patient impact reported. The device (B)(4) has been inspected for investigation purpose. Root cause might be a problem of ripping when implanted the screw. Device worked as intended.